Event description:
A 30-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On (B)(6) 2025, the patient's spouse informed novocure that the patient's surgical resection scar from a recurrence surgery performed a few weeks earlier had become inflamed and required surgical intervention for wound cleaning. Device usage data indicate that the patient was on optune gio therapy from (B)(6) 2025, through (B)(6) 2025. Multiple attempts were made to contact the prescribing physician; however, no response was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound infection and subsequent need for surgery cannot be ruled out. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include prior radiation, chemotherapy, and prior surgery affecting skin integrity.

Manufacturer narrative:
On january 23, 2026, the patient informed novocure that he remained off optune gio therapy at the time of the report, as the surgical site was still healing. Additionally, during the (B)(6) 2025 surgery, a portion of the skull was removed due to infection. A subsequent procedure for implant placement was planned in approximately six months.